Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Prior to battery replacement, patient had x-rays performed on their generator and leads, and no anomalies were located. During replacement surgery, the battery was removed and a lead was found to be broken 4 cm from the connector block. Generator had been replaced. Patient had been closed out without lead revision. Suspect product remains implanted. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted devices underwent product analysis testing. Product analysis confirmed that no malfunction were occurring despite initial reports. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent an explant of both generator and a majority of the lead on (B)(6) 2022. No re-implant has occurred to date. The products were noted to be received into product analysis. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission f10. Adverse event problem; corrected information ; device noted to be fully explanted with no replacement